Event description:
It was reported that the patient presented to the follow-up visit due to tachycardia. The patient had experienced several episodes with aborted therapy due to low impedance. Low hvli was reported indicating lead damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received no visible insulation abrasions or insulation breakage could be found on the returned parts of the lead. One of the df-1 r v cable was melted at 53.5 cm from helix. Due to the investigative findings it can not be excluded that there was abrasion marks on the lead. Analysis of returned ICD showed arc mark consistent with lead arcing to ICD can.